Event description:
International customer reported that a needle broke during an unspecified procedure. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 03/12/2009. Results: unused samples from the reported lot number were tested for strength an ductility. The needles met specification. Conclusion: no device failure detected and the product is within specification.